Event description:
The user facility reported that during a diagnostic bronchoscopy the video image intermittently went black and then completely lost the image. The procedure was completed using a different bronchoscope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the image intermittently blacked out and the image flickered when the bending section was manipulated. There was no evidence of fluid invasion. The device passed the leak test. There were minor scratches on the distal end cover, insertion tube, and light guide tube. There were buckles on the light guide tube. The image difficulty was attributed to a damaged charge coupled device (ccd). The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.